Event description:
It was reported that using a femoral artery access approach during a procedure of the proximal left anterior descending artery (lad) after deploying a 3.5 x 16 mm non-abbott stent the 3.50 x 12 mm nc trek balloon dilatation catheter (bdc) met resistance during advancing across the proximal portion of the non-abbott stent implant; at the lesion the balloon was inflated once to nominal atmosphere (atm) but the balloon could only partially deflate when negative was pulled on the indeflator. The bdc was removed from the vessel while partially inflated without adverse patient consequence. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm the reported issue. A review of the complaint handling database found no similar events for deflation difficulties. The lot history records were reviewed and found no nonconforming material reports for this lot. Abbott conducted a review of other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: balance middleweight universal 190 cm; guide cath: jl 4 fr; sheath: scimed runway 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.